Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they were having a lot more pain and issues, so they wanted a manufacturer representative (rep) to check and reprogram the ins to better target the therapy. Patient reported their device needed to working more on their lower back and less in the foot area. Patient stated his foot was numb and the device was making it more painful on their foot. Patient stated the met with their rep and their back is hurting more from permanent nerve damage. Patient stated they changed settings to be more useful in their back. Patient stated it hurts more and more. Stimulator reprogrammed for foot and lower legs to back.